Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen due a connection flicker. The exposure motor was then replaced with a known good exposure motor, and the device performed as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. The most likely cause of this event may be associated with the exposure motor of the drill. Further investigation into the reported failure is being conducted to determine if additional actions are required. All complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6, h7: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen due a connection flicker. The exposure motor was then replaced with a known good exposure motor, and the device performed as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted ukr surgery, the real intelligence robotic drill had a disconnect error. Therefore, the drill was unplugged and plugged back in. However, the drill would not unlock and lock for the bur. The bur was never able to be locked into drill. The surgeon did also think the drill was sounding and spinning weird when burring femur. The procedure was completed, with a delay (less than 30 minutes) by changing to manual procedure. Patient was not harmed as consequence of this problem.